Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating there is an extreme artifact and the heart rate is not accurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the artifact issue. The fse connected the device via simulator and tested for several minutes. The unit seemed to be stable and accurate. The customer biomed expressed concern that ever since a sw update (done approx. 2 months ago) they have noticed this issue. They requested a sw rollback. The fse downgraded the software as requested as a precaution. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.